Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that there was a popping/cracking sensation at the battery pocket site when the patient touched it. The patient communicated he was in a motor cycle accident. The patient was going to be scheduled for an x-ray. The patient said the stimulator continued to work without issue or disrupted therapy. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported that the cause of the popping/clicking issue had not been determined. There were no further complications reported or anticipated.